Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 50.8cm was returned for analysis. External and internal insulation abrasion was noted at 18.1-19.5cm from the lead tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 26.0cm from the lead tip. The etfe coating was abraded. The rv cable was fractured and melted at this location. This is consistent with the field complaint low hv lead impedance.

Event description:
It was reported that low, out of range high voltage lead impedance was observed during follow-up. The patient was in vf over a period of a few days and received several atp and shock therapies until an output circuit damage alert was displayed. The patient received one more atp for vf after the alert message. It was suspected that the patient still needed treatment. The ICD and lead were replaced.